Event description:
Confused pt did not have bowel movement for approximately 6 days. Documentation in the emr is obfuscated with gibberish. Nurses tediously chart the data, but no one looks at the total picture. No one knew and no one reported to doctors that pt did not have bowel movement. Pt developed ileus with then, vomit and aspiration, with respiratory failure death. Why is the emr central to the pt death? This is an example of the impediment to communication and safe and efficacious care posed by a poorly designed emr in which important information is buried amidst unimportant information. Of course, it is basic policy to blame the user, but the users are impeded by the user unfriendly device itself. This is amplified when every day, another different nurse takes care of the pt.